Event description:
According to the reporter, after the doctor fired several times, the staples were stuck and malformed. The device was stuck on tissue. This event resulted in damage to pt tissue. There was no additional blood loss. There was difficulty loading the clips. Surgical intervention unk.

Manufacturer narrative:
(B)(4).